Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported left side capsular contracture baker grade I. Later healthcare professional reported "histology of the capsule was performed and found deposition of silicone with resorptive macrophagic reaction in the periprosthetic fibrous shell¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture baker grade I. Later healthcare professional reported "histology of the capsule was performed and found deposition of silicone with resorptive macrophagic reaction in the periprosthetic fibrous shell¿. Device has been explanted.